Event description:
It was reported that the patient got a post-operative infection and the ipg was explanted to address the issue at in (B)(6) 2025. The infection persisted and as such, the patient returned for surgery on (B)(6) 2025 where the prior ipg pocket was washed out and the lead was explanted due to back pain.

Manufacturer narrative:
Date of the event is estimated. Date of the explant is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
The reported issue for ¿infection¿ cannot be confirmed through product analysis testing. Analysis of the lead found it was returned incomplete. The lead was cut during the explant procedure and only the stimulation (paddle) end segment was returned. Continuity was tested from contacts to corresponding bare wires and no opens were found. The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.